Event description:
It was reported that a dexcom representative contacted support regarding an unknown user whose ilet remained stuck in sensor warmup when attempting to use a dexcom g7 that was already paired with both the dexcom app and receiver; guidance was provided on third-device pairing limitations and on force-disconnecting the ilet from the sensor pairing attempt via sensor type toggle. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education regarding compatible device configurations and proper pairing workflow. Investigation of this case revealed a pairing failure to the ilet only, consistent with use of multiple third-party receiver devices causing signal ownership conflicts, with the ilet user interface and pairing workflow implicated rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup with conflicting device connections and not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.